Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: natural tibia trabecular metal two-peg porous fixed bearing, catalog # 42530007102, lot # 62842446; articular surface medial congruent (mc), catalog # 42522100710, lot # 63999177; all poly patella cemented, catalog # 42540000032, lot # 64239742. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01466. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had a primary right knee procedure and subsequently the patient had postoperative complication of fat embolus with secondary status epilepticus.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827-2019-00101. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827-2019-00101.